Manufacturer narrative:
Lumenis investigated the event reports contacting the user facility to request patient treatment settings and patient photographs. Despite reasonable attempts no treatment settings or photos were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A review of the DHR confirmed that the sd met all test specifications without deviation per the DHR during the manufacturing process. Absent treatment settings no evaluation by clinical specialist is possible. Additional info sep 25 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. Lumenis contacted the user facility directly to follow up on the patients status and to obtain treatment settings, patient information, and photographs, but no information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient complained of hotter than normal output from the hand piece following hr treatment with a lumenis m22 laser. No report of serious injury or medical intervention to preclude permanent impairment were received.